Event description:
It was reported that pump experienced malfunction code 16 with no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.